Manufacturer narrative:
Additional information sections: h2, h6, h10. An event of st elevation during the procedure when the device was released which spontaneously reduced was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 14mm amplatzer septal occluder was selected for implant. During the procedure, at the release of the device, new onset st elevation was observed and reduce spontaneously. Left and right coronaography was done with no significant findings, including no stenosis except for in the posterior descending artery. The occluder was successfully implanted and no device malfunction was reported. The patient was hemodynamically stable throughout the procedure. The user does allege a clinically significant prolonged procedure time due to the angiography. The patient was reported to have been discharged in stable condition. Clinical study patient ID: (B)(6).